Event description:
It was reported occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer was guided by technical support to take corrective steps, including disconnecting tubing, tightening components, and delivering boluses, which eventually led to a successful resolution. Customer was advised to replace necessary supplies and resume insulin therapy.